Event description:
Customer reported that during an attempted rescue the AED did not function properly. The pads were placed on the pt, but the voice prompt would not proceed beyond "place electrodes". AED never started analyzing.

Manufacturer narrative:
The suspect device has not been returned to the cardiac science. Once the product is available, an investigation will be conducted and the results will be provided in the follow-up reports.